Event description:
The patient services representative (psr) of a (B) (6) male patient contacted lifecor customer support to report that she was completing a routine follow-up with the patient and the daughter reported that the electrode belt was gelled. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.